Event description:
It was reported that during a spinal cord stimulation (scs) permanent implant procedure, the physician was attempting to access patients epidural space. The physician is not entirely certain but believes he may have partially entered the dura causing a small cerebrospinal fluid leakage (csf leak). The physician proceeded the rest of the case and at the end before closing did a blood patch. The procedure was completed successfully, and the patient is expected to fully recover.

Event description:
It was reported that during a spinal cord stimulation (scs) permanent implant procedure, the physician was attempting to access patients epidural space. The physician is not entirely certain but believes he may have partially entered the dura causing a small cerebrospinal fluid leakage (csf leak). The physician proceeded with the rest of the case and at the end before closing did a blood patch. The procedure was completed successfully, and the patient is expected to fully recover.